Event description:
Embio clinical study. It was reported that the patient required hospitalization post procedure. The patient was enrolled in the embio clinical trial: left gastric artery embolisation for weight loss in obese patients with bmi 35-50kg/m2. The patient was treated with bead block. The patient attended an accident and emergency (a&e) department with vomiting two days post procedure and was admitted into the hospital. A blood test was taken with abnormal results. The following treatment was provided: oramorph (5 mg, qid), ondansetron (4 mg, q6h), hartmann's (1 ltr/day), and glycerol suppository (1 capsule/day). After two days, the patient was discharged home on (B)(6) 2023.